Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. The contrast was set to the maximum setting.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim. It was also noted that the contrast button was not working, which has not effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.